Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the coronary artery. A 3.50x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was dislodged. The dislodged stent was removed from the patient together with the catheter and guide wire. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus ous, mr 3.5x24mm, stent delivery system (sds) proximal end was only returned for analysis, the distal end was not returned. A visual and tactile examination found that the hypotube was broken 800mm distal from distal edge of strain relief. Multiple kinks were also noted along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the coronary artery. A 3.50x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent was dislodged. The dislodged stent was removed from the patient together with the catheter and guide wire. The procedure was not completed. No patient complications were reported and the patient's status was stable.